Manufacturer narrative:
B4:09sep2021. The issue was found during preventative maintenance. This is not a reportable event. The device was evaluated by the customer and the philips remote service engineer (rse) who confirmed the reported issue. Furthermore, the customer reported that the issue had been repaired. It is unknown if any parts or repairs have been conducted due the lack of response from the customer regarding this matter. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer.

Manufacturer narrative:
Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Event description:
The customer reported that a ventilator was experiencing touchscreen issues. Patient involvement information is unknown but has been requested. No patient or user harm was reported.